Event description:
The patient came to the hospital on (B)(6) 2016 for dfts due to drastic changes in rv sensing, impedance and thresholds beginning (B)(6) 2015. On (B)(6) 2016, patient was induced, device sensed, detected, and charged appropriately. However, it stopped charging though patient still in vf. Device was still sensing vf at the time it stopped charging. No re-detect occurred. Emergency shock was attempted. Device was charging for, what seemed like, much longer than usual. External shock was delivered, then 1-2 seconds later the patient&#62688;body jumped again from what we assume was the device. The programmer screen froze and telemetry was lost. Interrogation was never successful after that point. Only data able to be retrieved from the nips was labeled "2.3 second charge, termination without shock." No information regarding the emergency shock was saved. On (B)(6) 2016 both the crt-d and the rv lead were explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.